Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected that the tachycardia monitor plus therapy was turned off for this patient.